Manufacturer narrative:
Reader mcga347-g0831 has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The reader was sufficiently charged, de-cased the reader and no issues were observed upon visual inspection. A power consumption test was performed and all results were within specification. Performed power consumption test.. All results were within specification. Therefore, the issue is not confirmed. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. Customer was unable to obtain readings due to a fast draining battery. As a result, customer experienced hypoglycemia with symptoms described as "got cold and weak" and was unable to self-treat, requiring hcp administration of juice for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.